Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient developed a pump pocket infection on an unknown date. The patient was being treated with IV gentamycin. At the time of the report the patient¿s pump/catheter system had not been explanted. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information received reported that the patient was admitted approximately 1 month prior for health problems that were unrelated to the pump therapy (pneumonia). When the patient went home, the pocket opened. The patient¿s pump pocket had an infection and dehisced. The actions required as a result of the event included hospitalization. At the time of report it was unknown if any troubleshooting or diagnostic testing was performed. The product issue was not resolved and the cause of the issue was unknown. The patient¿s status at the time of report was alive ¿ with injury. The details provided on the injury included that the patient had an open wound at the pump site. The patient¿s symptoms included drainage/incisional wound opening and erosion. The location of the issue or symptom was the device pocket. The patient was admitted and was seeing an infectious disease health care professional. The plan was to explant the pump, but date was unknown. The pump was used to infuse lioresal.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was later reported that the pump and catheter were explanted due to the infection. The incision at the pump site was not healing, and the patient was admitted since that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.